Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes output and telemetry anomalies and the device could not be interrogated. Exit block is also noted for the ventri- cular lead and that the pulse generator was programmed to high output.